Event description:
It was reported that the long bipolar grasper (lbg)'s conductor wire was broken. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred after procedure. Ports were placed. There was no patient injury. The procedure was completed with the same da vinci system with the same instrument. The wire was broken in half. There was no loss of cautery. No arcing was observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage.